Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 75 mg/dl, 97 mg/dl, 118 mg/dl, 126 mg/dl, 105 mg/dl, "hi" ( a "hi" message indicates a reading greater than 500 mg/dl) and 268 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been returned. A follow-up report will be completed once the investigation results are available.